Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the patient implanted with this device was hospitalized after requiring external rescue for ventricular fibrillation (vf) for which a shock was not delivered. A review of the stored electrograms noted the device undersensed the fine vf due to the high to low rhythm morphology. After further review, the physician suspects there may be two separate arrhythmia's occurring at the same time as well as possible entrance block due to a combination of factors including amiodarone use and concomitant heart failure. A nips procedure was successfully performed. The device was reprogrammed to treat dual arrhythmia - left sided vf and right sided ventricular tachycardia.